Event description:
Additional information received confirmed the unknown biomet fractured screw to be ilrght. Lot number remains unknown.

Manufacturer narrative:
A certain® titanium large hexed screw (ilrght) and osseotite® tapered certain® implants 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified significant damage about the implant collars and drive features. The screws is noted to be fractured at the threaded region, with pieces of the screws caught in the implant drive features. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth site 28, and used for approximately 22 months prior to fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ilrght dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/ CAPA/hhe/d/ie/product holds for the reported product. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (ilrght + xifnt411). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown biomet screw fractured within the implant. Fractured screw piece could not be removed; therefore, implant was removed. Tooth location 28.